Manufacturer narrative:
Model number/catalog number: 2317-70, serial number: (B)(4), batch/lot number: 5028895 / 5029132, model/catalog description: iinfinion cx 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients incision had opened up after charging. The patient went to the emergency room (ER) and was prescribed with antibiotics. The patient developed an infection at the ipg site. The patient underwent an ipg and leads explant procedure.

Event description:
A report was received that the patients incision had opened up after charging. The patient went to the emergency room (ER) and was prescribed with antibiotics. The patient developed an infection at the ipg site. The patient underwent an ipg and leads explant procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively.